Manufacturer narrative:
Product investigation is in progress.

Event description:
Multiple of the tampon strings were missing [device physical property issue]. Case narrative: consumer reported via e-mail that the strings were missing from the tampons. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Multiple of the tampon strings were missing [device physical property issue] case narrative: consumer reported via e-mail that the strings were missing from the tampons. No injury reported.